Event description:
It was reported that the lead was implanted and there was an indication of an unspecified product performance issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).